Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to discomfort from the device. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.